Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device was found to be unable to switch on. This was attributed to the presence of insects bridging on multiple tracks of the membrane tail. Holes were observed in the speaker silicone sealant alongside what appeared to be silicone deposits observed on and around the speaker. Additionally, the presence of insect debris was confirmed on the speaker. This would indicate that the insects had entered the device through the silicone in the speaker housing. But, it is unclear when the insects had entered the device. The cause of the reported issue was determined to be a membrane failure due to insect inhabitancy within the device. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.